Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use electrosurgical knife distal tip fell off but was retrieved with grasping forceps. The issue occurred during a therapeutic endoscopic submucosal dissection that was completed with a similar device. There were no reports of patient harm.